Event description:
Pci was performed based on the results of diagnostic coronary angiogram. Left main was engaged with a 6fr ebu 3.5 guide. Lad lesion was crossed with run through wire. Predilation of lad was performed with nc emerge 3.0x12mm balloon. The balloon shaft snapped during inflation and was removed with a 4.0mm gooseneck snare.